Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the complaint product was returned and was received by the product analysis lab on (B)(6) 2020. Evaluation of the complaint product has been completed. [Conclusion]: the healthcare professional reported that during the stent-assisted coil embolization procedure, the 150cm x 5cm prowler select plus microcatheter (606s255x / 30268683) was used with the 4.5mm x 28mm enterprise® vascular reconstruction device (enc452800 / 11182111). It was reported that the enterprise stent could not advanced nor be retracted in the microcatheter. The physician withdrew the prower select plus microcather and the enterprise stent. A new microcatheter and a new stent were used to complete the procedure. There was no report of any adverse event or complication. The product was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 150cm x 5cm prowler select plus microcatheter was received contained inside a pouch. Visual inspection was performed, no damage was observed during the visual inspection of the returned device. A microscopic inspection was performed without any observable damage noted. Dimensions: the inner diameter (ID) and outer diameter (od) were measured near the compressed area. Hub ID = .0215¿; specification: .021¿ minimum, distal ID = .0215¿; specification: .021¿ minimum. Actual micro-catheter od (45cm from distal end) = 0.0343¿; specification: max. 0.0375¿, functional evaluation: the returned microcatheter was flushed using a lab sample syringe. After the device was flushed, lab sample .018¿ guidewire was introduced into the microcatheter and advanced; the guidwire was able to pass through the microcatheter without any difficulty. A review of manufacturing documentation associated with this lot (30268683) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint documented that during the stent-assisted coil embolization procedure, the 150cm x 5cm prowler select plus microcatheter was used with the 4.5mm x 28mm enterprise® vascular reconstruction device. The enterprise stent could not advanced nor be retracted in the microcatheter. The documented issue in the complaint could not be confirmed through functional evaluation. The 4.5mm x 28mm enterprise® vascular reconstruction device was returned but without the actual stent component. As a result, the actual stent device was not available to be used during the functional evaluation of the returned microcatheter. A guidewire was used to demonstrate that the microcatheter was not obstructed. The lab sample guide wire was able to pass through the microcatheter without any difficulty or issue. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported issue with the microcatheter being obstructed during the procedure. Based on the review of the manufacturing documentation, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 1226348-2020-00024 and 1226348-2020-00025. Updated sections: d.10, g.4, g.7, h.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. The initial reporter phone:(B)(6). The initial reporter email address is not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30268683) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 1226348-2020-00025. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the stent-assisted coil embolization procedure, the 150cm x 5cm prowler select plus microcatheter (606s255x / 30268683) was used with the 4.5mm x 28mm enterprise® vascular reconstruction device (enc452800 / 11182111). It was reported that the enterprise stent could not advanced nor be retracted in the microcatheter. The physician withdrew the prower select plus microcather and the enterprise stent. A new microcatheter and a new stent were used to complete the procedure. There was no report of any adverse event or complication.